Event description:
It was reported that a high impedance alert and oversensing on the right ventricular (rv) lead prompted concerns of a possible rv lead fracture. During the lead replacement procedure the physician noticed a break in the left ventricular (lv) lead insulation. Both the rv and lv leads were explanted and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 694765, implantable tachy lead; implant: 2010 (B)(6); model: 507652, implantable pacing lead; implant: 2006 (B)(6). (B)(4).